Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. In a separate visit the lens was exchanged for a shorter length lens and the problem was resolved.

Manufacturer narrative:
Additional information: h3-device evaluation is not required. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Significant glare and/or halos, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6b in initial MDR is corrected to 17-sep-2025 d8 in initial MDR is no. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens returned dry in a microcentrifuge vial with residue/debris o product. Visual inspection found haptic broken/bent. Unable to perform width inspection due to damaged state of returned lens. Claim# (B)(4).